Event description:
It was reported by the customer that pyxis medstation es system refrigerator was failed.the customer reported that a malfunction occurred when the user attempted to dispense medication to the patient, resulting in a delay in the medication issuance process.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed. A field service engineer confirmed that the customer successfully recovered. He took the initiative to clean and lubricate the latch micro switches and performed a reboot. The system functioned as intended after the field service engineer troubleshooted the device.